Event description:
Medtronic received information that an attempted mitral repair with this ring was unsuccessful, as immediately following its implant, mitral regurgitation was noted due to the native leaflets not coapting completely. The ring was explanted and a mechanical mitral heart valve was implanted with no other adverse patient effects. The ring is to be returned for analysis. There were no reported anomalies or issues with the ring.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be filed when the analysis/investigation is completed or if additional information is received. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The available information suggests that the failed repair likely was due to the patient¿s native valve, as the ring and native valve were subsequently replaced with a mechanical heart valve. Device return remains pending. A supplemental report will be filed if the device is returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.